Event description:
It was reported that the patient's device eroded through the skin. The physician believed the tissue breakdown was caused by the patient wearing an abrasive belt around the pocket site. The device was replaced and the pocket site was revised. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.